Event description:
Novofine broken off on abdomen [needle issue]. Discomfort on abdomen [abdominal discomfort]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "novofine broken off on abdomen" beginning on (B)(6) 2017 and "discomfort on abdomen" with an unspecified onset date and concerned a (B)(6) -year-old male patient who was treated with novofine 32g 6 mm (needle) from unknown start date to (B)(6) 2017 for type 2 diabetes mellitus. Patient's height: 150 cm. Patient's weight: (B)(6). Patient's body mass index: (B)(6). Medical history includes type 2 diabetes mellitus since (B)(6) 2010. Historical drug includes metformin. Concomitant products include gansulin 30r (insulin human, insulin human injection, isophane) and gansulin pen (non code-able). It was reported that, patient injected using novofine 32g (batch no. 15g05y-1) with gansulin pen (batch no.: lot11010), subcutaneously. On (B)(6) 2017, patient injected gansulin 30r in the morning and found that the needle was broken off on abdomen at the end of injection. Patient could not get out the needle with clamp. Patient visited the emergency department where the doctor suspected foreign matter in the superficial trunk and suggested the patient taking the x-ray exam. But the x-ray exam showed that there was no obvious light tight foreign film in abdomen. Then patient complained to the local hospital where he bought the novofine. Patient then took photo in local hospital, and showed that the broken needle was in two finger place outside the left abdomen. On (B)(6) 2017, novofine was stopped. Later, it was reported that patient complained of discomfort on abdomen, and required company to compensate the costs of hospitalization for taking out the needle. The patient was not hospitalized at the time of report. Action taken to novofine 32g 6 mm was reported as product discontinued. The outcome for the event "novofine broken off on abdomen" was not reported. The outcome for the event "discomfort on abdomen" was not reported.

Event description:
Case description: patient was trained in the early period after diabetes mellitus diagnosis. The patient did not feel any change different from normal in the force needed to inject. The patient denied that the needle was multiply used. Investigation result: novofine 32g etw tip 0.23/0.25*6 mm - batch 15g05y-1. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Microscopic examination performed on a reference sample. Needle points on patient needles examined visually for defects and needles tested for silicone on patient needle. The needles were also tested for flow with measure threads. The results were found to comply with specifications. The batch documentation was reviewed. No abnormalities relating to the observed problem were found since last submission, the case has been updated with the following: -investigation result updated. -manufacturer comment updated. -narrative updated with relevant information. Manufacturer comment: 07-mar-2017 as the needle or part of it has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected needle is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus (B)(4). Name: novofine® 32g etw tip 0.23/0.25*6 mm, batch number: 15g05y-1. (B)(4): the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The complaint has been registered in the novo nordisk complaint handling system. (B)(4): microscopic examination performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. The needles tested for flow with measure threads. The product was found to be normal. The results were found to comply with specifications. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. During test it has not been possible to detect any irregularities related to the complaint on the unused needles. The batch documentation has been reviewed. Nothing abnormal was found. Name: gansulin 30r, batch number: 3m12016092063. Non-novo nordisk product or concomitant product or safety only case category. Name: gansulin pen, batch number: lot11010. Non-novo nordisk product or concomitant product or safety only case category.